Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the implant day of this 27mm aortic bioprosthetic valve, the patient died. The cause of death was not reported. There is no evidence to suggest that the bioprosthetic valve caused or contributed to the patient's death. It is unknown if an autopsy was performed.